Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes they are experiencing low sodium results. The following information was provided by the initial reporter: customer states she was having an issues with sodium results in the lab. Many results were coming back too low. Samples would be recollected and results would come in within range. Instrument engineer could not find an issue with the instrument, customer thought it was then an issue with the bd tube.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes they are experiencing low sodium results. The following information was provided by the initial reporter: customer states she was having an issues with sodium results in the lab. Many results were coming back too low. Samples would be recollected and results would come in within range. Instrument engineer could not find an issue with the instrument, customer thought it was then an issue with the bd tube.

Manufacturer narrative:
H.6. Investigation summary: material #: 367960 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.